Event description:
It was reported that prior to replacement of the patient's implantable pulse generator (ipg), "black out" episodes occurred. During one episode, the patient was taken to the emergency room (ER) and told the ipg was at end of life (eol) and needed to be replaced. The patient questioned if there was a device problem or normal replacement time because it had been checked every six months and every month by phone. The ipg was replaced, and no further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.